Manufacturer narrative:
(B)(4). The device sample was received for evaluation, but the investigation is incomplete at the time of this report. The DHR was reviewed and there were no issues related to functional issues on the product and its components during the MFR of the material.

Event description:
The customer alleges that the tubing disconnected from the connector easily during inspection. No pt injury.